Event description:
Over the past month the impedance of the lead has been steadily increasing from approx 600 ohm to approx 2400 ohms on home monitoring reports. They brought the pt in to test the lead, and found the threshold had increased from 0.6mv to 3.5mv as well. Provocative testing did not create a change in impedance, they opted to reopen the pocket and test the lead directly. During the procedure, they determined the pin conductor impedance was approx 2300 ohms, whereas the ring conductor was approx 400 ohms. They capped the pace/sense portion of the lead and placed a new p/s lead.